Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after experiencing syncope and receiving an alert. Muscle twitching was also reported. The patient had episode of tachycardia with appropriate response, but no ECG was available. Low out of range hv lead impedance was also observed. During the lead revision, damage on the header was revealed. The device interrogation failed multiple times. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported inability to interrogate was confirmed in the laboratory. Upon receipt, the device was initially unable to be interrogated; after further testing, the device was able to communicate normally. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the inability to interrogate could not be determined.